Manufacturer narrative:
Further information was requested but not yet received.

Event description:
It was reported that during an implant procedure, the left ventricular (lv) lead failed to access the patient¿s coronary sinus. The physician elected to not use the lv lead. No new lead implanted. No patient symptom was reported.

Manufacturer narrative:
The reported event was unable to implant. As received, a complete lead was returned to one piece. Visual and x-ray examinations of the lead did not find any anomalies except for procedural damage. Electrical testing did not find any indication of conductor fractures or internal shorts. The s-curve height was measured within specification.